Event description:
It was reported that the customer experienced elevated blood glucose (bg) displayed as "high" on cgm. Cause was not known. Reportedly, the customer changed out infusion set to address elevated bg level. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.